Event description:
This report is to advise of the event observed during analysis, fracture of the device inside the patient

Manufacturer narrative:
One pressurewire certus was returned for analysis. The packaging coil and device label were also returned. There were multiple bends and kinks throughout the guidewire. The hydrophilic coated distal tube had been torn and bent at the adhesive joint; the microcables were subsequently fractured; the corewire remained intact. There was corrosion noted at the sensor chip area. Microscopic inspection revealed that a dried blood-like substance was stuck inside the covering of the sensor element (jacket). No other visual anomalies were noted. Electrical testing of the guidewire revealed open circuits between the active/common circuits, passive/common circuits and the active/passive circuits (resistance reading: o.l (over limit)), which is consistent with the fractured microcables (active, passive and common wires). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal loss is consistent with the open circuits resulting from the fractured microcables. The cause of the fractured microcables is consistent with the distal tube damage. The cause of the distal tube damage remains unknown.